Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 54 mg/dl. Their blood glucose then went up to 254 mg/dl. Troubleshooting was not performed because they were at work during the call. The customer stated they will call back to troubleshoot. The device will not be returned for analysis.